Event description:
PICC line placed by PICC team on (B)(6) 2019 with no noted complications. Metallic structure seen on cxr after placement of PICC, first noted by radiology (cxr) (B)(6) 2019. Was noted to be suspicious for retained guidewire fragment at l perihilar region on radiology read of cxr on (B)(6). Radiology did call cts team and make aware of foreign body. After discussion with attending pt underwent ir removal of approx 6 cm metallic wire in l pa on (B)(6) with no complications. Pt has been stable since removal and was monitored, afterwards with cxr/labs.